Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to left side.

Manufacturer narrative:
Continued: h.6.: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the left implant diagnosed with ultrasound. The device has been explanted and replaced with a non-allergan device. Record is for left side.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: no other observations observed.